Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was difficulty in filling the retention balloon of foley urinary catheter. The client indicated that there was no return of liquid from the retention balloon the device was used on the patient. The solution did not return when the user wanted to withdraw it with the syringe during the test before placing it on the patient who was going to have a surgical procedure. As per procedure of (B)(6) 2022, it was reported that the healing material presented problems of difficulty in filling the balloon and did not return the liquid when used with the patient of maxillofacial service and diagnosis of maxillary osteotomy.

Event description:
It was reported that there was difficulty in filling the retention balloon of foley urinary catheter. The client indicated that there was no return of liquid from the retention balloon the device was used on the patient. The solution did not return when the user wanted to withdraw it with the syringe during the test before placing it on the patient who was going to have a surgical procedure. As per procedure on (B)(6) 2022, it was reported that the healing material presented problems of difficulty in filling the balloon and did not return the liquid when used with the patient of maxillofacial service and diagnosis of maxillary osteotomy.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.